Event description:
It was reported that a low flow upgrade was requested for both system controllers due to right ventricular failure and lower speeds. Right heart failure did not exist pre-implant; patient's right ventricular function was normal upon transesophageal echocardiography (tee) on (B)(6) 2025. They experienced elevated central venous pressure (cvp) of 18, pulmonary artery pressure (pap) of 0.5 and low flow alarms. The patient was treated with inhale nitric, dobutamine and milrinone drips; the event resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be established through this evaluation. The reported low flow alarms were confirmed based on the onsite evaluation by an abbott representative; however, a specific cause for the reported event could not be conclusively determined through this evaluation. The low flow alarm threshold update occurred on (B)(6) 2025, and the patient and clinical staff were given copies of the low flow alarm guides. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, of this document lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.